Event description:
It was reported to philips that tempus pro - patient with a carrier of dai that it was impossible to do a 12-lead ECG even though the ambulance was stopped or in the hospital itself and the ECG signal comes out with a lot of artefacts on the screen. The error could not be reproduced and engineer verified device operation and after corrective maintenance, the equipment is operational and meets the manufacturer's specifications. The engineer performed necessary verifications to certify that the equipment is back to the operating conditions prior to the failure. The equipment has been managed following all the necessary security and disinfection measures to avoid the cross contamination. Engineer guaranteed the correct operation of the equipment and recommended them to use only the accessories and consumables approved by philips. Philips has started the investigation of this reported problem.

Manufacturer narrative:
Philips received a complaint on the tempus pro indicating that the customer was unable to perform the EKG. The device was in use at the time of the event, however, there was reportedly no patient harm. The bench technician was unable to replicate the complaint. The error cannot be reproduced, error logs were extracted to send to the factory, since it is not a reproducible error, correct operation was verified. After corrective maintenance, the equipment is operational and meets the manufacturer's specifications. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The necessary verifications have been performed to certify that the equipment is back to the operating conditions prior to the failure. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Patient outcome and health impact grids have been updated.